Event description:
It was reported the patient experienced an infection with the pump. The device was explanted. The pump was delivering baclofen. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).